Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. A review of the error logs indicated a software communication defect with the central processing unit. The central processing unit was ordered for resolution,

Event description:
The hospital reported during preuse testing the unit gives a system restart error. There was no report of patient involvement.